Event description:
It was reported that upon flushing the fogarty catheter with normal saline, the metal part of the dilator (stylet) remained inside the catheter shaft. The customer indicated that the white cap of the stylet was never attached; in normal circumstances the cap would be there but it was not there and they could not remove the stylet from the catheter. This occurred before use. There were no patient complications.

Manufacturer narrative:
One thru-lumen fogarty catheter was received without the packaging. The catheter body appeared to be in good condition. A visual examination of the catheter found the stylet to be protruding out of the catheter tip. The stylet cap was not returned. The stylet placed in the distal lumen hub was not returned. A light amount of adhesive is visible on the end of the stylet. An attempt to push out the stylet wire from the lumen using a 10cc syringe with water was not possible. Although there is no specification for the force required to pull the stylet out of the tip of the catheter, a pull test was performed to determine the force required to pull the wire out of the lumen and the pull force recorded was 1.0 lbs. Without return of the stylet cap we are unable to determine if this may be due to insufficient adhesive, which would be indicative of a manufacturing nonconformance. It could not be determined if device handling may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release.